Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable and will continue to be monitored.